Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the battery wires were pinched but the insulation was not compromised. It was also indicated the upper case boss was damaged, the hanger assembly was broken, and the keypad flex was damaged. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector port. The epg was returned for repair. No patient complications have been reported as a result of this event.